Event description:
Patient presented with headaches and vision that isn't clear. Having trouble driving at night. Wondering why her last several purchases of contacts haven't worked well. Patient was last seen in 2009 for a eye examination and contact lens fitting. Sixteen months later (B)(6) contacted our office for prescription verification. We responded with rx, as well as stating that rx was expired. The (B)(6) still filled her prescription. And per the patient, has continued to fill it each time she's asked since up until (B)(6) 2017. The patient believed as they were filling it, there was not a potential problem in using an old prescription. ((B)(6) never contacted us after the first notification/response). Diagnosis or reason for use: myopia. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes.